Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after delivering five successful shocks while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device and battery were returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device passed all testing including full functional testing, bench handling, and analyze/shock testing without duplicating the report. The returned battery passed all testing and the lug nuts were within specification. The processor/bridge/pace board and ECG board were replaced as a pre-caution. The device was recertified and returned to the customer. Review of the device logs shows evidence of a charge timeout after 25 seconds. There was no low battery, shutdown warning, or battery communication error found within the log. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that after delivering five successful shocks while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.